Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that they have reached out to the patient (pt) several times since the last reprogramming and have not heard back from them. At their last visit, rep reprogrammed pt and was able to program without the patient getting any rib stimulation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated that they are "a little irritated" and that it has nothing to do with patient services. Patient stated that the lady that was working with them before and right after they got the stimulator put in was "super friendly and helpful until a little bit after we turned the device on." Medtronic rep name asked unknown. Patient stated the rep did not want to respond to them and ticked them off enough to call medtronic about it. Patient mentioned that after they called in to patient services about it before (agent understood this as rtg0511360), and 'the owner of the company' called them and said they heard the patient had a problem with one of their employees. Patient told the representative at the time that they were not trying to be difficult or anything, and that they expected the representative to help them throughout this journey, but the representative has been nonexistent. Patient said they are looking to try some different programs and that was the whole premise of them getting the device implanted in the first place, to keep trying new programs every couple of months to try and get the device to work and be efficient for them. Patient reported that within 6-7 months, the representative met them twice at the hospital and put in some new programs. Patient escalated they have only had 2 reprogramming's since implant. Patient asked the representative if they needed to come out again sooner, and the representative said no, it's not a problem at any time. Patient then stated that before christmas (2024), they tried contacting the representative again, but they got no answer. Patient has tried contacting them again twice after this without response. Patient did not know the name of this medtronic rep, who said they were the "head and owner," but provided phone number (B)(4). Patient stated it leaves a really bad taste in their mouth because the representative and their company are not doing what they are paying them to do. Patient also stated they can't do certain things because they have the device, and even if they take the implant, the leads are stuck in their back, so they still cannot do some of those things that they wouldn't normally be able to do, so it's like a lifelong commitment whether they keep it in or take it out. Patient stated a lot of people ask them about the device and they have not said any bad things about it, because there a lot of good things about it, but they are almost at the point where they want to have the ins taken out and tell people they have noting good to say about the mdt reps. Patient stated they wanted to try this ins for 2 years before having the ins replaced. Patient inquired the ramifications for a mdt rep not responding to them. Agent did not attempt to further clarify notify date or event date due to patient's increasing escalation. Patient declined taking down nas number to provide to hcp after agent made multiple attempts. Agent reviewed rep role. The patient was redirected to their healthcare provider to further address the issue. Agent emailed the field for visibility. Rep responded and noted they left a voicemail for the patient. Rep reported that this has been addressed. The cause is still unknown. Patient is experiencing extreme rib stim on all contacts except two. Rep reprogrammed him on the appropriate contacts. He expressed some relief. He no longer has a managing physician but does see a new pain physician. He will contact that physician if the rib stim persists and will follow up with me so we can discuss next steps.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause was not determined. The patient (pt) was given new programing and everything has been fine since. The rep believes the issue has been resolved with the new programming. The device is in use so it will not be returned.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller stated that patient had a lead revision from a 565 lead to a 2x8 lead on (B)(6) 2025. However, the patient feels rib pain/rib stim whenever the amplitude gets to around 2.1 ma and patient feels this no matter where on the lead they are programmed. Caller stated this was happening with the previous lead as well. Caller inquired doing a perc trial lead at a lower vertebral level (around t8-t10) in the presence of the implanted system in which the lead is around t7-t9. Troubleshooting was not required. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6) implanted: (B)(6) 2023. Explanted: (B)(6) 2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.